Event description:
During the atrioventricular nodal reentry tachycardia procedure, three separate punctures were needed. An attempt was made to insert the sheath into the vein but resistance was noted. The vein was opened by using a blade and the distal tip from the introducer separated more and was also retracted. Additionally, the tip of the catheter did not have a smooth transition while the sheath and the transition between the dilator and the tip of the sheath was "floppy". A different dilator was used to introduce the ablation catheter and the procedure was completed no adverse patient health consequences.

Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. The sheath tip had been bulged and flared. The dilator was inserted into the sheath and a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage and patient insertion difficulty remains unknown.